Manufacturer narrative:
Product analysis: analysis confirmed that the stylus and cursor did not align. It was additionally found that the keyboard connector was pulling apart. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus tip was not aligned with the cursor. Calibration was attempted, but did not resolve the issue. The programmer was returned for repair, calibration, and software reload. No patient complications have been reported as a result of this event.